Event description:
Reporting status: medical/surgical intervention/death. Reporting rational: thrombosis requiring surgery; subsequent death. Device issue: no device malfunction has been reported. It was reported that the initial procedure was performed in early 2009. The lad was predilated with another company's balloon, the 2.5 x 8 mm promus and the 2.5 x 28 mm promus were deployed, and post dilatation was performed with a powersail. The rca was predilated with another company's balloon at 6 atm, and the second 2.5 x 28 mm promus was deployed at 11 atm. The pt had been discharged and two days later, the pt presented with sever chest pain. Ptca was attempted; however, the lesion could not be re-crossed and the pt's condition worsened; therefore, was sent to surgery. The pt died during surgery. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Angina, thrombosis and death, as listed in the promus IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants. It is possible that the angina is a secondary effect of the thrombosis which required ptci, surgery and hospitalization which resulted in death. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. The two 2.5 x 28 mm promus ( lot numbers unknown), indicated are being filed under the same MFR#.